Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving gabl ofen [500mcg/ml] at a rate of 137mcg/day via intrathecal drug delivery pump. The indications for use of the pump were intractable spasticity and multiple sclerosis. The patient had a 10cm open wound over the pump; the sutureless connector was exposed in a small, round open wound. It was reported that it was possible that the patient¿s wheelchair had caused pressure in that area. As of (B)(6) 2016, there was no patient injury. The patient¿s wound/open area was revised on (B)(6) 2016. Cultures were taken, but there were no signs of infection at the time of the case. It was stated that the wound was opened and cleaned with a vancomycin wash, and the pump was soaked in vancomycin as well. The sutureless connector was removed and a new connector was put back on. The pump pocket was revised and place more medially in the event that the pressure from the patient¿s wheelchair was causing pressure on the pump site. In addition, vancomycin powder was place in the wound before closing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.